Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the internal battery and oxygen blending module board were observed. The device's internal battery and oxygen blending module board were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.